Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, the device may not have turned on due to the interlock switch failure. The cause of the interlock switch failure could not be identified. -from the device evaluation results, it was confirmed that the reported event was reproduced and that the device did not turn on due to the failure of the interlock switch. -since the device was manufactured over 15 years ago, olympus medical systems corp. (Omsc) could not confirm the manufacturing record. Therefore, the date of manufacture is unknown. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the device was not powered due to a failure of the interlock switch, because the interlock switch was not functioning properly. There was no report of patient injury associated with the event.

Manufacturer narrative:
An olympus field service engineer visited the user facility and returned the device to olympus for further inspection because there was no airflow from the light source. The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. -air did not come out of the pump due to a malfunction of the pump unit. -the lamp socket was deformed. -dust had accumulated inside the device. -the chassis was rusty. -there were dents and scratches on the lid, front panel, and chassis. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.